Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced the needle separating from the hub. The following information was provided by the initial reporter. The customer stated: a member of my phlebotomy team at hunter health centre alerted me to a faulty bd vacutainer today. She was in the process of obtaining bloods from a patient when the vacutainer broke. The needle part was left in the patients arm and the holder came away, the patient had to have her bloods taken again after this. I have attached photos of the vacutainer for you to see.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd received 10 unused samples, 1 contaminated sample, and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub - holder separation was observed. Additionally, the unused customer samples were evaluated by functional testing, each used to draw a vacutainer tube with horse blood, and the indicated failure mode for hub - holder separation with the incident lot was not observed. The contaminated sample was observed through the plastic bag and the crack causing the hub - holder separation was visible at the top of the holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub - holder separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced the needle separating from the hub. The following information was provided by the initial reporter. The customer stated: a member of my phlebotomy team at hunter health centre alerted me to a faulty bd vacutainer today. She was in the process of obtaining bloods from a patient when the vacutainer broke. The needle part was left in the patients arm and the holder came away, the patient had to have her bloods taken again after this. I have attached photos of the vacutainer for you to see.